Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that one fossa showed signs of separation and was therefore removed.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event was confirmed based on the pictures and scans provided. The patient¿s left tmj fossa component fractured in 2025 due to unfavorable loading caused by a post implant zirconia dental reconstruction that altered occlusion and mandibular position, leading to changed implant articulation despite correct initial implant placement. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.